Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited wear/cracked on the light guide lens, objective lens and bending rubber adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the scope had wear/cracked on the light guide lens, objective lens and bending rubber adhesive. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.